Event description:
The customer reported that during use of the drill guide in a shoulder arthroscopy, metal shavings were observed in the joint. It is not known if all metal shavings were retrieved. To date, the patient is doing fine and no additional treament is planned.

Manufacturer narrative:
Investigation findings: the drill guide was received for evaluation. A visual examination of the device found burs at the distal end of the drill guide. A corrective action has been initiated by the vendor for this failure mode. Conmed linvatec will continue to monitor this product for failures.